Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the friends/ family regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient has pain in feet with stimulation off. Pain was what the patient was implanted for, but when the patient turns stimulation on it stimulate too high and patient cannot stand if and turns it off. Patient reports implant was for feet / legs but he is feeling stimulation from his butt down. Adaptive stimulation programming was just set up last monday from this report by rep and programming was ok following that appointment. The issues started at a later time. During troubleshooting it was determined that the reclining stimulation was at 6.0 and consumer changed it to 5.6 which was comfortable. Upright stimulation was at 6.4 and patient felt stimulation from his butt/ hips down. Patient decreased to 5.6 feet felt electrified (stim; not shocking). Patient decreased to 4.6. In mobile setting patient began walking noted feeling tingling on bottom of feet that progressed to whole feet. Checked position screen still showed upright when patient felt stimulation change to mobile. Patient legs started shaking from stimulation in butt and legs. Patient had to sit down before and changes could be made. Consumer turned stim off, had patient walk again and check position only showed upright. Consumer decreased stimulation from 5.0 to 4.0 turned on stimulation and stimulation was comfortable. Patient pain was still present on mobile setting and after had been on mobile for about 15 minutes patient started having troubles with left foot. Consumer was redirected to follow up with health care professional (hcp) for more in depth programming. No further patient symptoms or complications were reported in this event.